Event description:
The plaintiff's attorney alleged that the patient had a dialysis treatment, went home and experienced a sudden cardiopulmonary arrest and expired, which is alleged to have been caused by the product administered for dialysis treatment.

Manufacturer narrative:
This is one of two device reports related to the same event. A follow up report will be submitted upon receipt of any additional information.